Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062912. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2024, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2024,the patient was evaluated in the emergency room due to a fever of 37.7 celsius with stoma site redness with purulent bloody discharge. The patient was prescribed 500mg of orbenin and 1gm of paracetamol. At the time of report, the patient had no fever but the area around the stoma continued to show purulent and bloody discharge with redness.